Manufacturer narrative:
The device was not returned for analysis. An event of patient device interaction problem (residual shunt) was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported patient device interaction problem (residual shunt) could not be conclusively determined. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The amulet was successfully implanted. The patient came back for 6 month computed tomography (CT) follow-up and a 3mm leak was noted. Patient was still on dual antiplatelet therapy and will check again in 3 months. The patient was reported stable.